Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the point end of a drill fractured during milling for patellofemoral joint surgery. All pieces of the drill were accounted for after the break.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the tip of the fluted end has fractured off. The fractured fragments were not returned as they were discarded by the hospital. As returned the measured dimensions and hardness of the device was found to be within specification. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. The lot number associated with the reported event has a potential service life of seven years and ten months. It is unknown how many times the device was used. The observed damage was most likely caused from normal wear and tear from repeated use and sterilization.

Manufacturer narrative:
This report will be amended when our investigation is complete.